Event description:
It was reported that the customer had an unspecified cartridge issue. A pump reset was performed to address the issue. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.